Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the firmware was reloaded onto the computer of the navigation system to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera on the navigation system cycled while loading a patient exam. There was no patient present when this issue was identified. No additional information was provided.